Event description:
The patient's parent reported that their son's blood glucose reached 400 mg/dl less than 4 hours after the pod was activated and ketones were at 5 (moderate). They gave several boluses of insulin (exact dosage was not provided) but were not able to lower his bg. He was vomiting so they took him to (B)(6). His treatment was monitoring and infusion. He stayed in the hospital for the next 2 days before being released. The pod was removed; he was able to activate a new pod and his bg was going down.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.